Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, 29mm sapien 3 case by transseptal approach in mitral position inside a pre-existing 29mm perimount valve. During the procedure, it was not possible to cross the septum with the sapien 3 valve and therefore the system had to be removed again. During all these maneuvers, the guidewire perforated the left ventricle and a sternotomy was needed in order to repair the perforation. The patient was stable post procedure, however, it was decided not to replace the valve and the patient will be monitored.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the procedural difficulty of crossing the septum contributed to the ventricular perforation. The difficulty crossing the septum was attributed to the attempt to cross the septum at a ¿not optimal point (too thick and tissue too elastic) and this caused the problems of not being able to cross¿. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in germany, during the 29mm sapien 3 case by transseptal approach in the mitral position inside a pre-existing 29mm perimount valve, it was not possible to cross the septum with the sapien 3 valve. Therefore the system had to be removed. During all these maneuvers, the guidewire perforated the left ventricle and a sternotomy was needed in order to repair the perforation. The patient was stable post procedure, however, it was decided not to replace the valve and the patient will be monitored the difficulty crossing the septum was due to patient conditions/anatomy and not related to a device issue. It was attempted to cross the septum at a ¿not optimal point (too thick and tissue too elastic) and this caused the problems of not being able to cross¿.